Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The following was reported via medwatch: rn attempted to drain pleurx out of patient. The rn connected the bulb suction to patient and pressed down to create vacuum and unreleased the roller clap. About 2-10 ml into drainage, the clear tubing that is attached to top of bulb canister became disconnected from the plastic piece you push down on. Questions/inquiries:-confirm patient harm and notate in event desc per statement above: please confirm no patient/staff harm ¿ no harm. Is item available to return for investigation - no. Did issue occur mid=drain? If so, please confirm no harm or discomfort ¿ no harm.

Event description:
The following was reported via medwatch (report# 5201770000-2021-8009) : rn attempted to drain pleurx out of patient. The rn connected the bulb suction to patient and pressed down to create vacuum and unreleased the roller clap. About 2-10 ml into drainage, the clear tubing that is attached to top of bulb canister became disconnected from the plastic piece you push down on. Questions/inquiries:-confirm patient harm and notate in event desc per attached statement above please confirm no patient/staff harm ¿ no harm. Is item available to return for investigation - no. Did issue occur mid=drain? If so, please confirm no harm or discomfort ¿ no harm.

Manufacturer narrative:
(B)(4), follow up emdr for device evaluation: no photo or physical sample that displays the reported condition was available for evaluation. A review of the internal manufacturing device records and raw material history files for the lot 0001380259 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that the connection was not held for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and reported condition will continue to be monitored for future occurrences. H3 other text : see manufacturer narrative.